Manufacturer narrative:
The lead passed all tests performed. The lead exhibited normal device characteristics. The patient is reportedly doing well. This is the final report.

Event description:
During a lead revision procedure, the patient's dura was punctured. One of the patient's leads was explanted. The patient reported headaches and vomiting which resolved in two days.